Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling sl balloon catheter. The balloon protector had moved and was on the distal portion of the balloon. The proximal end of the balloon was unfolded and stretched. The proximal end of the inner shaft within the balloon was wavy. There was no other damage to the balloon catheter. The balloon protector that was received with the device was measured and was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 3.0mm x 80mm x 90cm sterling¿ sl balloon catheter was selected to dilate the lesion. During preparation of the device, the scrub nurse noticed that the balloon was damaged and was not mounted securely onto the balloon catheter. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 3.0mm x 80mm x 90cm sterling¿ sl balloon catheter was selected to dilate the lesion. During preparation of the device, the scrub nurse noticed that the balloon was damaged and was not mounted securely onto the balloon catheter. The procedure was completed with another of the same device. The patient's status was stable.